Event description:
After an implantation time of about 22 months, this lead was explanted due to oversensing. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Diagnostic images clarifying this assumption were not available for analysis. Add'l damages, such as the deformation of the proximal shock coil and the uncovered connector cable to this shock coil resulted most likely from mechanical stress during the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.